Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Terminal end electrode is missing and extension fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR's report: 1627487-2010-04287. The pt received her scs system including an ipg, lead extension, and leads on (B)(6) 2008. It was reported that during a procedure to add add'l leads to her existing system, the first electrode contact on the extension detached and became stuck in the ipg. The extension and the ipg were explanted and replaced on (B)(6) 2009. The extension and ipg were returned to ans for eval. No further info is available.